Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Update as per sales rep: there was a 10 minute delay.

Event description:
Surgeon manually impacted the cup. Patient's hip was really tight and he struggled to reduce the hip. He noticed after reduction the cup had rotated. He then dislocated hip and removed cup. He manually impacted a second cup and used two screws. I spoke to him after case and he said it moved due to him trying to reduce the hip and it wasn't anything to do with the reaming or impacting.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.